Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: japan.

Event description:
It was reported that during surgery, the device had low power. The power of the device was too low to use from start of use. Therefore another product was used instead to completethe surgery. During final assessment battery had leaked electrolyte. There was no patient impact and a delay of 0-15min occurred. Due diligence is complete as no additional information is available.